Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was 168 mg/dl. The customer that they received the motor error but no number. Customer reported that the drive support cap was normal. Customer was unable to complete pump rewind. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device was monitored and function properly noted. Motor passed motor test. No motor error alarm and no unexpected battery power loss alarm during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.